Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No excessive no delivery alarm noted. Device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple. Blood glucose value was 526 mg/dl which he treated with manual injection. Customer stated he had changed the entire set but alarm recurs. Troubleshooting was done and the customer was advised the insulin pump was working as designed. The customer called back later to report he was still receiving no delivery alarms. Blood glucose at the time was 400 mg/dl. Customer stated that he had not tried different cannula lengths, insulin was not expired or denatured, he does rotate sites and avoids scar tissue, uses the serter and the cannula was not bent. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.